Event description:
Pt called to report high bg levels (in excess of 250 mg/dl). Had worn pod between 24 and 36 hours. Deactivated pod and returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.